Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient has a left total hip with aml stem and duraloc cup. It is unknown when this hip was done. The surgeon planned on a liner and head exchange due to poly wear. The locking mechanism of the duraloc cup was also damaged due to the hip subluxing. The surgeon had to remove the well fixed cup too due to the damaged locking mechanism of the cup. The liner had metalosis behind it, and the trunnion of the stem had a little metalosis, even with the zirconium head that was on the stem. The stem was well fixed and retained. Doi: unknown; dor: (B)(6) 2019; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.